Event description:
It was reported that the pulse generator had a magnet rate of 83 and could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.